Event description:
Reporter alleged blood glucose results of lo (less than 10 mg/dl) and 120 mg/dl on the active s system when tests were performed back-to-back. Reporter stated customer had no symptoms, but that the customer self-treated with orange juice and sugar as a precaution. Reporter stated customer's son took her to the ER, where her blood glucose was measured as 120 mg/dl on a professional meter. Reporter stated that no treatment was received. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.